Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the continuous glucose monitoring (cgm) readings were inaccurate as compared to the finger stick blood glucose (bg) values. It was reported the patient was not following instructions for use to maintain cgm accuracy. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user reacting to incorrect cgm data which may lead to blood glucose excursions.